Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support was unable to confirm the fault ID as the caller reset the pump before contacting them; this was the third reported malfunction event for this specific issue. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.